Manufacturer narrative:
The device was not returned for evaluation. No imagery was provided for review. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed similar complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Edwards has provided the following guidelines or instructions to physicians in the IFU and training materials. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. Instructions reviewed IFU: edwards commander, ce, device preparation manual: commander prep manual and training manual: commander procedural manual. As the reported event was unable to be confirmed, a complaint history review is not required. Balloon burst is identified in the commander risk management worksheet as a potential cause that may lead to difficulty or inability to inflate the balloon as captured in risk ids. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The risk of inability to inflate balloon and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to deploy thv. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty or unable to inflate balloon, requiring prolonging procedure. Therefore, the review of risk management file is complete, and no further action is required. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Since no edwards defect was identified, no corrective or preventative actions (CAPA) are required. The reported event was unable to be confirmed since the complaint device and/or relevant imagery were not returned or provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "the commander delivery system balloon, which was inflated with 2 extra cc, burst at the very end of valve deployment". Per case notes provided, it was mentioned that the patients annulus/leaflets had a low degree of calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, it was noted that extra volume (+2cc) was added to the nominal volume. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. It is possible that these two factors combination contributed to the event. Available information suggests that patient factors (annulus calcification) and procedural factors (over inflation of balloon) may have contributed to the reported event.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) , regarding a patient who underwent an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. No bav was performed. During valve deployment, the commander delivery system balloon burst at the end of deployment. The balloon was inflated with 2 extra cc. The valve was in good position. The team removed the entire system through the esheath without incident, reporting a good outcome. As per medical opinion, root cause of the balloon rupture was the extra volume used.